Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low platelet (plt) results generated by coulter ac-t diff2 hematology analyzer for four patient specimens without instrument generated flags. The erroneous results were not reported out of the laboratory. The specimens were rerun and the analyzer produced similar results. Manual platelet estimates were performed and the results were higher than those from the instrument. The customer considers the manual platelet estimates to be correct. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Qc prior to and after the event was within the established ranges. Previously run patient samples were rerun to confirm. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.